Event description:
It was reported that during preparation for a ureteroscopy procedure, the device displayed the error codes 186 (cooling system error water temp greater than 35c, based on timeout) and 199 (cooling system error chiller failed to reach 17c 2c within about 1.5 minutes). The case could not be completed as it kept erroring. There were no patient complications reported as a result of this event. This event is being reported for an aborted/cancelled procedure with a patient under sedation.